Event description:
It was reported that the gynecologic laparoscope had flickering image. The event occurred during laparoscopic assisted right hemicolectomy therapeutic procedure while the patient was under sedation and device was inside the patient. The procedure was completed with the similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image was not displayed, the fiber bonding in the outer tube area (distal end) was damaged. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue and loss of image was traced to a broken video cable. Additionally, the probable cause of the broken fiber bonding in the distal end outer tube area was attributed to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.